Manufacturer narrative:
The insulin pump was received with loose flush drive support cap however, passed functional testing. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, stained endcap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his son was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of admission is unknown; however, his blood glucose reached a high of 350 mg/dl. The patient was treated via manual insulin injection. Troubleshooting was initiated and the drive support cap was flush. Further troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.